Event description:
It was reported that the patient presented in hospital for an upgrade due to a wide qrs. It was noted that there was no right ventricular pacing on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable before, during and after the procedure.